Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported being treated for peritonitis. A follow up call was made to the patient's peritoneal dialysis nurse. The patient was diagnosed with peritonitis on (B)(6) 2015 due to touch contamination that was treated with ip vancomycin.